Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter started reading inaccurately between 6:30 and 7am on (B)(6) 2016; however, no results were provided for this time. The reporter indicated that at 7:32am on (B)(6) 2016, the patient obtained an alleged inaccurately high blood glucose result with the subject meter of 121 mg/dl compared to 101 mg/dl on a onetouch ultra2, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls within lfs' criteria for accuracy. The patient manages his diabetes with oral medication, diet and/or exercise. The reporter indicated that at 7:32am on (B)(6) 2016, the patient consumed food/drink. She claimed that at an unknown time on (B)(6) 2016 the patient developed symptoms of shakiness [and] sweaty and received non hcp treatment of glucose tablets/glucose gel on (B)(6) 2016 at an unknown time for his symptoms. The reporter was unable to confirm whether the symptoms occurred before or after the start of the alleged issue. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, possibly after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.